Manufacturer narrative:
(B)(4). Date of event: unknown, assumed 1st day of month that the complaint was reported. An analysis of the product could not be performed since a physical sample was not received for evaluation. An evaluation of the manufacturing record could not be performed as the required product identification number was not provided to complete the evaluation. As part of our company quality system process, all devices are manufactured, inspected, and distributed to approved specifications. Additional complaint information monitoring for potential safety signals will be conducted through complaint trending as part of the post-market surveillance. However, if the product or product ID numbers are received at a later date, the investigation will be updated as applicable. Attempts are being made to obtain the following information. To date no response has been provided. If further details are received at a later date a supplemental medwatch will be sent. It was reported that this was an adverse event. Was there any medical or surgical intervention done to the patient related to the use of the ethicon skin stapler? If yes, what? This report is being submitted pursuant to the provisions of 21 cfr, part 803. This report may be based on information which has not been investigated or verified prior to the required reporting date. This report does not reflect a conclusion by ethicon, or its employees that the report constitutes an admission that the product, ethicon, or its employees caused or contributed to the potential event described in this report. If information is obtained that was not available for the initial report, a follow-up report will be field as appropriate.

Event description:
It was reported that during an unknown procedure, "today in our or, one of the skin staplers guns the surgeon was using did not work. It would not staple and instead remained jammed." (B)(4).

Manufacturer narrative:
(B)(4). Date sent: 12/20/2022. Additional information received: we were not able to keep the item in question due to the fact that the item had hazardous material on it.

Manufacturer narrative:
(B)(4). Date sent: 01/26/2023. Upon review of the information reported there was no patient harm or surgical intervention confirmed for this event. Therefore, it was concluded that this event does not meet the defined criteria for a reportable event and is being considered not reportable.